Manufacturer narrative:
The following information was reported incorrectly in the initial reported dated 6/4/2018. The correct information is: other serious; required intervention: uncheck; device codes: no known device problem. At the time of this report, mentor has received no information regarding explant date. On 6/25/2018, mentor received additional information. Patient underwent breast augmentation revision. Patient also reported pain, asymmetry, and deformity associated with capsular contracture of right side. The device history record (DHR) was reviewed on 6/8/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor memorygel breast implant 475cc gel prosthesis. Capsular contracture of baker grade IV was diagnosed on the right breast prosthesis through a physical examination. As a result, the patient underwent unilateral removal and replacement with a mentor memorygel breast implant 475cc gel prosthesis. Prosthesis was discovered to be ruptured during replacement surgery. At the time of this report, mentor has received no information regarding replacement surgery date.